Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2013-00253 and 3005168196-2013-00254.

Event description:
Physician was not able to detach two coils. He tried with another detachment handle without success. Both coils were retrieved from patient.